Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that he had high blood glucose his infusion set cannula was bent and the insulin pump did not alarmed to notified him of the problem. Customer stated that he had x-ray done and he was wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.